Event description:
It was reported that the bar underneath the rollator seat "snapped" and the end-user fell.

Manufacturer narrative:
It was reported that the end-user was "feeling fatigue" in their kitchen after dinner. When the end-user went to sit down on the rollator, the bar underneath the seat reportedly "snapped," the seat collapsed, and the end-user fell. The end-user experienced bruising to an unspecified part of the body and needed assistance to get back up. To date, no death, serious injury, or medical intervention has been reported in relation to the incident. A physical sample was not returned for evaluation; however, photos of the rollator were provided. Photo review of the rollator identified it was in used condition with wear on the wheels and that the rear seat support bar appeared to have fractured at the welds from both rear legs. Photo review could not be determined if the rollator brakes were engaged at the time of the incident. Trend analysis was performed with no trends identified. Inspection records were reviewed and the reported rollator lot passed inspection. A definitive root cause was unable to be determined. In response to an FDA 483 issued for cfn 1417592 on 29-aug-2025, this medwatch is being filed.